Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet during a call, after which the sensor reconnected without intervention. No adverse clinical symptoms reported. Outcomes included no adverse health impact and no medical intervention. User support included user education and basic troubleshooting for cgm-to-ilet communication. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that resolved spontaneously, with no device component replacement or persistent malfunction observed. It was concluded, based on similar reports, that the cause was an intermittent cgm-to-controller communication loss.